Event description:
It was reported that a patient had a t9-s1 posterior spinal fusion with synthes universal spine system (uss) on (B)(6) 2010. It was reported that the patient had back pain and felt the rods break on an unknown date. The patient saw the surgeon who assessed that the patient had broken rods between l4-5 on the right side and l3-4 on the left side. The revision procedure was completed on (B)(6) 2014. The surgeon confirmed that the patient had nonunions from l3-s1. It was reported that the right rod was broken just caudal (posterior) to the l4 screws and the left rod was broken just cranial to the l4 screw. The surgeon removed the broken rods and replaced all the uss screws except the left l1, l2, l3 screws, and right l3 from the previous surgery. The surgeon placed new rods and connected them successfully. The surgeon then placed iliac screws and connected them to the rod. The procedure was successfully completed. This report is for one unknown screw. This is report 7 of 9 for com-(B)(4).

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. This report is for one unknown screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.